Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils broke') and uterine perforation ('perforated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate (topamax) and topiramate (trokendi) for migraine. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight decreased ("severe weight loss") and experienced migraine ("migraine"), memory impairment ("memory problems"), feeling abnormal ("brain fog"), systemic lupus erythematosus ("lupus"), decreased appetite ("cut my appetite way way down"), headache ("headache") and rash pruritic ("itchy rash"). The patient was treated with surgery (full hysterectomy and full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, weight decreased, migraine, decreased appetite, headache and rash pruritic outcome was unknown, the memory impairment had resolved and the feeling abnormal and systemic lupus erythematosus had not resolved. The reporter considered decreased appetite, device breakage, feeling abnormal, headache, memory impairment, migraine, rash pruritic, systemic lupus erythematosus, uterine perforation and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.98 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new events 'severe weight loss', 'migraine', 'memory problems', 'brain fog', 'lupus' and 'cut my appetite way down' were added. Concomitant drugs were added, reporter information was updated. On 23-mar-2020: social media received. New events headache, itchy rash was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils broke') and uterine perforation ('perforated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate (topamax) and topiramate (trokendi) for migraine. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight decreased ("severe weight loss") and experienced migraine ("migraine"), memory impairment ("memory problems"), feeling abnormal ("brain fog"), systemic lupus erythematosus ("lupus"), decreased appetite ("cut my appetite way way down"), headache ("headache") and rash pruritic ("itchy rash"). The patient was treated with surgery (full hysterectomy and full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, weight decreased, migraine, decreased appetite, headache and rash pruritic outcome was unknown, the memory impairment had resolved and the feeling abnormal and systemic lupus erythematosus had not resolved. The reporter considered decreased appetite, device breakage, feeling abnormal, headache, memory impairment, migraine, rash pruritic, systemic lupus erythematosus, uterine perforation and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.98 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was found to be duplicate of case (B)(4) hence deleted, all information, source document and references from this case were transferred to case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils broke') and uterine perforation ('perforated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate (topamax) and topiramate (trokendi) for migraine. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight decreased ("severe weight loss") and experienced migraine ("migraine"), memory impairment ("memory problems"), feeling abnormal ("brain fog"), systemic lupus erythematosus ("lupus"), decreased appetite ("cut my appetite way down"), headache ("headache") and rash pruritic ("itchy rash"). The patient was treated with surgery (full hysterectomy and full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, weight decreased, migraine, decreased appetite, headache and rash pruritic outcome was unknown, the memory impairment had resolved and the feeling abnormal and systemic lupus erythematosus had not resolved. The reporter considered decreased appetite, device breakage, feeling abnormal, headache, memory impairment, migraine, rash pruritic, systemic lupus erythematosus, uterine perforation and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 48.98 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils broke') and uterine perforation ('perforated') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy and full hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and uterine perforation outcome was unknown. The reporter considered device breakage and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.